Event description:
Per the audiologist, the patient reported that her flange fixture with abutment had fallen off and asked to have it reattached. When the patient was seen at the center, the fixture was not visible and there was an "eraser-sized hole" at the site. An x-ray confirmed that the fixture was no longer in place. The patient denied any trauma or any current pain but did notice a "little pain" when she would attach/remove her processor a few weeks before it fell out. The abutment was bloody when it fell out. The patient is ssd, so she is able to hear with her contralateral ear. Reimplant surgery is recommended, but had not been scheduled at the date of this report, early 2009.

Manufacturer narrative:
This type of event is addressed in the device labeling.